Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display noted. However, unit alarmed motor error during rewind due to moisture damaged the motor home switch. Also moisture damage electronic assembly during visual inspection. Unable to perform operating current test, unexpected alarm error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer fell into the lake and now the insulin pump will not turn on. The customer tried to dry the insulin pump but the fluid is under the screen. There is also a crack above the screen. The customer was advised to discontinue insulin pump therapy and return the insulin pump. The customer's blood glucose is 112 mg/dl.